Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6)2013 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: 2013. Model number/catalog number: sc-2138-50, serial number: (B)(4), batch/lot number: a07135/ a07336, model/catalog description: phase iii linear lead - 50cm. A review of the manufacturing documentation for the products revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. No further information could be obtained.